Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with an under-responsive 'ok' button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2016 . Device evaluation: the pump has been returned and evaluated by product analysis on 03/15/2016 with the following findings. On investigation, the alleged button tactile issue was not duplicated. The pump powered up to the display screen with auditory and vibratory features. No damages were found with the keypad cover and the buttons were responsive to user input. Removal of the cover did not find any anomalies with the button contacts. Unrelated to the complaint, battery compartment crack was found at the threads to the left of the grip pad.